Event description:
A user facility clinical manager reported a leak developed where the heparin line connects to the bloodline after approximately 30 minutes into treatment. Heparin line was not in use and was knotted and clamped but nurse may have been pulling too hard which could have caused the loose connection. The blood leak was visually observed to be an external leak. There was no damage or defects noticed on the bloodlines. The patient¿s estimated minimal blood loss (ebl) was approximately 2 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same 2008t machine with the new supplies including a fresenius dialyzer. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The lot number 21cr01249 is the only one available at the distribution center from the lots delivered to the customer. The alternate samples were visually inspected and no separation or damaged were found between heparin line and pump tee; the rest of the bloodline arterial and venous line was inspected and found to be acceptable. In addition, an alternate sample was tested in the hemodialysis machine 2008k and worked as intended without any abnormalities during the tested period. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported a leak developed where the heparin line connects to the bloodline after approximately 30 minutes into treatment. Heparin line was not in use and was knotted and clamped but nurse may have been pulling too hard which could have caused the loose connection. The blood leak was visually observed to be an external leak. There was no damage or defects noticed on the bloodlines. The patient¿s estimated minimal blood loss (ebl) was approximately 2 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same 2008t machine with the new supplies including a fresenius dialyzer. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.